Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed residual fluid contained inside the device bladder which suggested an underinfusion may have occurred. Due to the nature of the returned sample, no additional testing could be performed. Based on the photograph, the reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2021. Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) under infused during a patient infusion. This was further described as the device ¿was not completely empty when patient came back to the hospital¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.